Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette. Upon removing the cassette, pt noticed a small hole was on the cassette. Pt stated fluid started leaking once he removed the cassette from the cassette door. Pt stated the cycler did not get wet. Pt completed his treatment using manual exchange and had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.